Manufacturer narrative:
Subject devices remain implanted.

Event description:
It was reported that the patient underwent successful stent-assisted coil embolization with 10 coils (subject devices) of an acutely symptomatic aneurysm located on the right posterior cerebral artery (pca) p1 segment. After procedure, the initial symptoms (cn iii palsy) did not resolve and coils packed. Six month post procedure, it was decided to retreat the patient with surgery (clip closure). According to the physician, the re-intervention was related to the coils compaction.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, patient retreatment is a known risk associated with endovascular procedures and are noted as such in the device directions for use (dfu) and risk documents. Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that the patient underwent successful stent-assisted coil embolization with 10 coils (subject devices) of an acutely symptomatic aneurysm located on the right posterior cerebral artery (pca) p1 segment. After procedure, the initial symptoms (cn iii palsy) did not resolve and coils packed. Six month post procedure, it was decided to retreat the patient with surgery (clip closure). According to the physician, the re-intervention was related to the coils compaction.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, patient retreatment is a known risk associated with endovascular procedures and are noted as such in the device directions for use (dfu) and risk documents. Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that the patient underwent successful stent-assisted coil embolization with 10 coils (subject devices) of an acutely symptomatic aneurysm located on the right posterior cerebral artery (pca) p1 segment. After procedure, the initial symptoms (cn iii palsy) did not resolve and coils packed. Six month post procedure, it was decided to retreat the patient with surgery (clip closure). According to the physician, the re-intervention was related to the coils compaction.